Event description:
It was reported that the patient presented for routine implant of the right atrial lead. After the lead was implanted the patient underwent atrioventricular node ablation, under x-ray it was observed that the atrial lead was displaced from the original implant position. The atrial lead was explanted and not replaced. The patient was stable.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings.

Event description:
New information received notes that it was believed that the ablation catheter contributed to the atrial lead dislodgement.